Event description:
A ventilator was returned to a third party service center for preventative maintenance. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.